Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ICD was explanted because it had reached eri in about 13 months. The rv lead was also explanted due to loss of capture. Both were replaced. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.